Event description:
Pt was undergoing an elective "coa" with stent to be delivered to a bypuss graft of the lcx. Stent became dislodged. After procedure was completed with a second stent, first stent was located by fluoroscopy in lt leg below knee. Next day first stent was surgically removed from lt leg.